Event description:
It was reported that the patient had an incision that was not healing. Wound irrigation and debridement was done, and the wound was successfully reclosed. The patient was able to tolerate the procedure well.